Event description:
On (B)(6), 2010, the patient was treated emergently for a ruptured abdominal aortic aneurysm and implanted with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was placed on the right side and extended with a contralateral leg component. The patient tolerated the procedure. On (B)(6), 2011, the patient presented to the emergency room with back pain. A computed tomography scan showed a type I endoleak at the distal end of the contralateral leg component on the right side. An additional contralateral leg component was implanted to extend the previously placed endoprosthesis. The patient tolerated the procedure and the endoleak was resolved. The physician could not determine the cause of the endoleak. It was reported that the patient was appropriately sized.

Manufacturer narrative:
Please note the additional device associated with this event: (B)(4). A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to; endoleak.